Event description:
A report was received that the patient is having tenderness over the clik anchor site. Patient is also having muscle spasms. The physician prescribed tramadol and zanaflex for the pain and spasms, respectively. Physician states these symptoms are not procedure nor device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70, serial: (B)(4), description:linear st lead, 70cm.